Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the working channel sleeve protruded midway. Since the spyscope ds did not have any other issues, the procedure was continued and completed with this device. There were no patient complications reported as a result of this event.